Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed and not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not detected on the bus. A field service engineer replaced the cubie tray and pockets in row a. All drawers below were cleaned and dried. Drawer recovery was successful thereafter. A medication load was performed in drawer row a, which was successful. The system functioned as intended after the field service engineer repaired the device.